Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board.  Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor was resetting.